Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The device had cracked battery tube threads, reservoir tube lip, minor scratched display window, and missing end cap sticker.

Event description:
Customer reported the insulin pump button error and the buttons were not responding. Customer's blood glucose was 70 mg/dl. Customer stated she was sleeping when the alarm occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.